Event description:
Customer was admitted to hospital for high blood glucose and diabetic kitoacidoals. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications.